Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized due to unrelated non-cardiac reasons. While in the hospital, there was a loss of ventricular capture noted via external monitoring due to potential crosstalk episodes and an anomaly with autocapture. The patient¿s hospitalization was extended while technical support was contacted and reprogramming changes were recommended. The device was reprogrammed to resolve the event and the patient was stable with no consequences.